Event description:
Event description cpi received information that due to high pacing thresholds the rate sensing portion of the endotak transvenous lead (0062) was capped, the high voltage portion remains active.